Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was having discomfort at the ipg site. Surgical intervention took place on (B)(6) 2020 to explant and replace the ipg which resolved the issue.